Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2023-02756 as this event has already been submitted and is a duplicate of MFR report number 0002023141-2023-02599 that was submitted on september 21, 2023.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2023-02756 is a duplicate of MFR report number 0002023141-2023-02599 that was submitted on september 21, 2023. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2023-02599. No additional reports will be submitted under MFR report number 0002023141-2023-02756.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after placement of the implant at tooth location #3, the patient contacted the office several times reporting a lot of pain and sinus complications since surgery. The patient was very concerned and nervous and after discussing options, the patient and doctor decided to explant the implant and allow the bone grating to heal for 4-5 months and then replace the implant.